Event description:
It was reported that the pt had a purulent infection. F/u with the physician indicated that treatment was administered and the pt is "good." Two pumps of the same model and lot are being returned for evaluation that were used on the same pt.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. Two partially full pumps were received for evaluation and investigation. The pinch clamps of each pump were opened, and both pumps infused. The reported complaint has no correlation with the function of the returned devices. The device history records were reviewed and the product was sterilized and the lot released per specification. From facts gathered during the investigation, the following info has been confirmed: the physician uses the I-flow catheter with multiple pumps. The pump is reported to be changed only by the doctor, using sterile technique. This info confirms that multiple pumps were used with one catheter. This is contrary to labeling for the product and the directions of use (dfu) (1304266, rev. F) states "remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Multiple meetings and telephone conferences have been conducted with this physician, and the following action items have been developed: the three main steps were outlined to reduce/alleviate the infection risk: using larger (600ml) pumps to prolong therapy without changing the reservoir; silver coated tega-derm; and home health nursing care for dressing changes. The infection culture indicated that the organisms were staph, which indicates the puncture site/skin caused the infections. With the actions taken, the occurrence of infection should decrease or be alleviated for this physician. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent lab testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.